Event description:
Rn spiked blood with tubing and primed it. When starting to place in the chamber it was noted in the stretchy part there were small holes and the blood started to leak out on to the floor. Tubing removed from the blood, no harm to the patient.